Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not charge. The customer attempted alternate charging cables as well as alternate batteries, however the issue remains. There was no patient involvement and no impact alleged.

Manufacturer narrative:
Component code grid updated.